Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted.